Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that 12 other devices from lot yg3b41 have been delivered and can be reasonably concluded implanted without issue as not further reports are identified. Provided info states the surgeon removed bone around the prosthesis and took the opportunity to exchange the poly insert. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was revised because of bone around the prosthesis and the insert had some wear.